Manufacturer narrative:
The customer did not retain the product lot information for this consumable procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. Two used active device fluidics management system (fms) in trays were visually inspected and were tested using a machine console. The samples could be recognized by the console. The samples primed and tuned with the machine handpiece and 0.9-millimeter (mm) aspiration bypass system (abs) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. Both cassette maximum vacuum and aspiration flow rates, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. The customer should be reminded the directions-for-use state good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the nucleus of lens could not feel aspirated occurred during cataract surgery (with intraocular lens implant (iol). The surgery was completed after replacing the product with another one. There was no patient harm.